Event description:
The customer stated that her microlet2 lancing device would not puncture. She did not allege any adverse events. The initial complaint did not meet the criteria to be reported, but the device was returned for evaluation. A replacement lancing device was sent to the customer.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. The qa lab evaluated the returned lancing device and found a defect that caused the lancet holder to not retract properly after the device was fired. This could potentially cause some of the lancet to be exposed outside the cap.